Event description:
It was reported by repair work order that the brakes could not remain engaged due to damaged drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.